Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm intermittently occurred when the customer was not outside of the labeled operating altitude range, causing the customer to experience a "high" blood glucose (bg) level. Customer administered a correction bolus to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.